Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a white display and would not complete the boot-up cycle when powered on. A white display is indicative of a device lockup condition. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer that they have decided to not go forward with repairing their device. The device has been permanently remove the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.